Event description:
It was reported that the customer was hospitalized with a high blood glucose of 682 mg/dl. At the time of this report, the customer's blood glucose was 475 mg/dl. Customer's symptoms of high blood glucose were polydipsia and polyuria. Leading to the customer's emergency room visit, the customer had a recent upper respiratory infection and was on antibiotics. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air were found. The history and programming appeared correct. Customer did not have a tubing clamp with which to perform high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.